Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a patient identified a fluid leak coincident with peritoneal dialysis therapy. Prior to the event, the patient received an m31 air detected in cassette alarm during fill four of four of their treatment. The patient had filled 26ml of an expected 2000ml at the time of the alarm. It was noted that while there were no air bubbles in the patient line or heater bag line, the heater bag was almost empty and did have air bubbles. The patient was unsuccessful at attempting to bypass the alarm. The patient cancelled treatment on the cycler and, upon removing the supplies, found that it was damp with condensation inside the cassette compartment of the cycler. The technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. Follow up with the patient¿s nurse verified that here was no patient injury or medical intervention required as a result of the reported leak. The patient had manual supplies to continue with treatment while waiting for a replacement cycler. The cassette used at the time of the leak was discarded. The patient has since received a replacement cycler and has continued with treatment without further complication. Additional information was requested but was unavailable.

Manufacturer narrative:
Correction/additional information provided for weight: the patient's weight was inadvertently omitted from the initial emdr. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.